Event description:
Pt's family member called to report that their pt had died within 12 hours of having (2) cypher stents placed. Cause of death per death certificate is myocardial infarction, with associated arrhythmia and pulmonary edema. No autopsy was performed.